Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® serum / cat plus blood collection tubes experienced red cell ring. This event occurred 400 times. The following information was provided by the initial reporter: translated to english. The customer stated: there was "red blood cell ring."